Manufacturer narrative:
The ventilator was investigated on site and the air gas module was replaced and returned for investigation. Simulated use test of the received air gas module has reproduced the described customer issue. The failures were caused by a defective delta pressure transducer on a printed circuit board inside the gas module. The delta pressure transducer is part of the flow measuring in the gas module. The failure of the delta pressure transducer leads to inaccurate gas flow regulation which will be detected during pre-use check and alarms will be activated if the failure occurs during ventilation. Ocular inspection showed oil traces in the filter housing of the air gas module which is the root cause of the delta pressure transducer's failure. The most probable source of oil into an air gas module is oily air from the hospital's external compressor. According to the user´s manual maximum levels of oil, (oil < 0,5 mg/m3) in the supplied gases to the ventilator must not be exceeded.

Event description:
Manufacturer ref.#: 222423.

Event description:
It was reported that the ventilator failed flow sensor test during pre- use check. There was no patient involvement. Manufacturer ref.#: (B)(4).